Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown drug at a concentration of 1500 mcg and a dose of 160 mcg via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient had a procedure done, on (B)(6) 2018, and the catheter could not be aspirated. Prior to the case there were no signs/symptoms of withdrawal or inaccuracies in refill volumes to suspect the catheter wasn't working. The patient was scheduled for a normal pump replacement because end of life was coming up. The hcp did not want to replace the catheter and did not want to prime the catheter at the end of case. The patient was kept overnight and was to be treated with oral baclofen or IV benzos if the patient had any withdrawal. The hcp was also going to have the physical therapist assess the patient's spasticity the day of the surgery and then again to see if there were changes. The nurse was notified how to assess for underdose. The connector was replaced since tissue was aspirated in the tb syringe from the catheter. It was noted that event with the new connector, the catheter was still never aspirated. The dose was reduced to 145 mcg just in case removing the tissue made a difference. It was noted the patient was doing well with no increase in spasticity. No per oral baclofen was noted and the patient was kept in the hospital another day but all looked well.

Manufacturer narrative:
The partial catheter was returned to the manufacturer on (B)(6) 2018. Analysis of the catheter on (B)(6) 2018 revealed a non-significant anomaly regarding an indent in the seal of the sc connector that did not affect infusion. If information is provided in the future, a supplemental report will be issued.